Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer was not properly removing residual air from the cartridge and was using cold insulin. The customer was educated on the proper load techniques. Reportedly, the customer changed pump supplies to resolve the occlusions.